Event description:
A customer reported their adc lancing device's button pops off and due to the lancing device firing mechanism being broken, the customer was unable to test and experienced a hypoglycemic episode on (B)(6) 2011 at 6:00pm. The customer reportedly experienced sweatiness, clamminess, confusion with a subsequent loss of consciousness. The paramedics were called and upon arrival the hcp meter read 13 mg/dl. The customer was treated with glucose via intravenous infusion on the scene and drank gatorade. The customer was further transported to a local hospital where he was diagnosed with hypoglycemia and "facility administered more glucose by IV." There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Product was returned from the customer for investigation. The complaint is not confirmed. During visual inspection, it was revealed that the button had broken tabs preventing it from staying in place. Device did arm/fire correctly when the button is held in place. The lancing device is an aid for customers to acquire a drop of capillary blood for testing. Customers are able to use the lancet to obtain a capillary blood sample for glucose monitoring. It should be noted that the customer reported two medical events, one on (B)(6) 2011 and another one on (B)(6) 2011 involving this particular lancing device. Both complaints were received on (B)(6) 2011. An additional MDR (MDR # 2954323-2011-05259) was filed for the incident that occurred on (B)(6) 2011.

Manufacturer narrative:
This is an initial report. The product has been returned to manufacture and investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.